Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: model: d314drg, ICD; implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) due to t-wave oversensing (twos) and multiple non-sustained vt episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.